Event description:
A surgeon reported that while attempting to harvest a skin graft the dermatome skipped causing a full thickness tear of the skin, which was repaired with deep 4-0 vicryl interrupted sutures and a running subcuticular monocryl 4-0 stitch. The pt is a (B)(6) with a history of squamous cell cancer who had undergone excision of the cancer at an outside facility. The pt had a deep surgical wound that would require additional surgeries to repair. On (B)(6) 2016 the pt underwent wound repair including burring of the skull with placement of integra. The next surgical procedure to close the wound was schedule on (B)(6) 2016. The purpose of the procedure was to cover the wound with a split-thickness skin graft. During the (B)(6) 2016 procedure a donor graft was being harvested from the left thigh using a zimmer electric dermatome. The surgeon reported that while attempting to harvest the graft the dermatome skipped, causing a full thickness tear of the skin, which was repaired with deep 4-09 vicryl interrupted sutures and a running subcuticular monocryl 4-0 stitch. Another graft was taken on the same leg adjacent to the original using a different dermatome. The procedure was completed with no further complications.